Event description:
The customer complained of questionable high ise indirect na for gen.2 results for multiple patient samples on a cobas 6000 c (501) module. The customer provided an example of a discrepant na result for 1 patient sample. The initial na result was 155 mmol/l on the c 501. The repeat result on a different module was 149 mmol/l. The module that was used for the repeat testing was not provided. No erroneous results were reported outside of the laboratory. There was no adverse event. The na electrode lot number and expiration date were not provided. The customer stated that the calibration, qc, and ise checks were acceptable. The customer reseated the electrodes, changed the ise solutions, and recalibrated. On (B)(6) 2018 the customer stated that the precision of qc was poor. The field service engineer (fse) replaced the na electrode, sipper probe, ise probe, and sipper syringe seals. The system initialized without errors and the qc was acceptable. The customer had no further issues after the fse service visit. The investigation was unable to find a definitive root cause.